Manufacturer narrative:
Although a specific root cause was not identified, analysis of the information provided indicates a possible reason for the low hcg result was a pre-analytical issue. The customer is not using rack adapters and centrifugation time is insufficient. Detailed instrument data was not provided for further investigation.

Event description:
Customer received an erroneous bhcg result for one patient sample. Sample type is serum collected in a sst sample tube centrifuged for 6 minutes at 3700 rpm. Initial result run from primary sample tube gave 2.0 miu per ml and was reported to the physician. The physician called questioning the result and requested a repeat. The same sample was repeated giving 6971 miu per ml. A second sample was obtained from the patient and run from the primary sample tube giving 6495 miu per ml. User states "the patient did not receive any treatment based on the erroneous result." The field service representative was unable to find a cause. He the field service representative was unable to find a cause. He replaced the pinch tubing and sample and sipper seals. Performance tests and controls were run to verify analyzer performance.

Event description:
Customer received an erroneous bhcg result for one patient sample. Sample type is serum collected in a sst sample tube centrifuged for 6 minutes at 3700 rpm. Initial result run from primary sample tube gave 2.0 miu per ml and was reported to the physician. The physician called questioning the result and requested a repeat. The same sample was repeated giving 6971 miu per ml. A second sample was obtained from the pt and run from the primary sample tube giving 6495 miu per ml. User states "the pt did not receive any treatment based on the erroneous result". The field service representative was unable to find a cause. He replaced the pinch tubing and sample and sipper seals. Performance tests and controls were run to verify analyzer performance.